Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure error alarm twice during self test. Customer was able to clear the alarm but did not receive request to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated they were hospitalized on (B)(6) 2021 with high blood glucose level of 36 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.